Event description:
Customer called stating that while giving herself her insulin injection in her abdomen, the needle broke off in her skin. Customer states she was able to get the needle out of her abdomen and she disposed of it and the hub. She also stated she has scar tissue in her abdomen from a surgery so it's possible she tried injecting in the scar tissue and it may be why the needle broke off.